Manufacturer narrative:
One swartz braided introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. Two dilators were also returned. Dilator a and dilator b were each inserted through the returned sheath and passed pressure leak testing. However, microscopic inspection revealed tearing on the surface of the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the torn seal is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a procedure the sheath was placed over the standard wire and some resistance was felt. A non-abbott needle was then inserted through the sheath and transseptal access was gained. After removing the needle, air was noted to be filling the sheath. Air was continuously aspirated while the introducer was checked. The sheath was removed from the patient and another sheath was used to complete the procedure with no adverse consequences to the patient.